Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and a common iliac arterial aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths (dsfs). All the planned devices were placed successfully. During the procedure, a bare-metal stent (8 mm x 6 cm) was additionally implanted in the left external iliac artery as there was a slight stenosis in there. When the physician closed the access site, he noticed occlusion of the left common femoral artery. Although the physician believed that the occlusion occurred due to the perclose proglide, reportedly there was a possibility that the occlusion occurred due to vessel access with a dsf sheath. Endarterectomy was performed surgically for the left common femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
The codes and the IFU statement were corrected. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.